Manufacturer narrative:
(B)(4). Method: the complaint neopuff was not returned to fisher & paykel healthcare for investigation. Therefore, our investigation is based on the information provided by the customer and our knowledge of the product. The subject neopuff was not received and the only information provided by the customer was that the "gas outlet is broken." When we receive neopuffs with this type of physical damage our investigation usually reveals that the damage is the result of an impact to the device. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. Replacement parts will be sent to the healthcare facility as per request by the customer.

Event description:
A healthcare facility in (B)(6) reported that the gas outlet port of an rd900aeu neopuff infant resuscitator was broken. No patient consequence was reported.